Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure - 1051" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing which included bench handling and full functionality stress testing without duplicating the report. Internal inspection showed evidence of corrosion in the flow manifold and smart pneumatic module tubing indicating that liquid was inside the device. The flow manifold and smart pneumatic module tubing were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. There was no corrosion found outside of the flow manifold and smart pneumatic module tubing, therefore, the device was not scrapped. Analysis for reports of this type has not identified an increase in trend.